Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and the patient experienced pulmonary vein stenosis. It was initially reported, that during the procedure, three (3) thermocool smarttouch sf catheters were used. With the first catheter, they had a ¿force too high¿ issue and zeroing was redone several times and it was correct. Then a ¿broken curve¿ issue occurred as the catheter was not bending properly. They changed the cable which didn't help, so they exchanged the first catheter. Then, with the second thermocool smarttouch sf catheter, they had force sensor error. They changed the cable again and then the catheter. With the third thermocool smarttouch sf, they had a magnetic distortion making the catheter appeared upside down. They changed the cable again; however, the issue was solved by reverting back and reusing the first thermocool smarttouch sf catheter. In the end they finished the procedure with the first catheter that was not bending properly (but the force was correct). There was no report of patient harm or serious injury, therefore, no interventions was required. The customer's reported force, deflection and magnetic sensor issues are not considered to be MDR reportable since the potential risk that these could cause or contribute to a serious injury or death to the operator or patient is remote. On 14-mar-2025, additional information was received indicating there was a vein stenosis on the left inferior pulmonary vein (lipv) on the patient following the pulmonary vein isolation. No revision surgery was required. However, based on the additional information received, the event was reassessed as MDR reportable for the patient adverse event.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31319869l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #: (B)(4).